Manufacturer narrative:
No conclusions can be made since the product was not returned to dornier medtech america, and limited information was provided by the customer in reference to the complaint event.

Event description:
"Fiber thread broke at two places. One at 2 inches from the scope at the distal end. The other at half way up the scope."